Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues noted that would result in the cannula being dislodged from the infusion site or high blood glucose levels. The received device was returned with the adhesive pad folded over itself. Residual adhesion was felt when peeling it apart. The adhesive pad was completely attached with no insufficient weld spots.. Although no issues were noted, it could not be conclusively determined if the cannula had dislodged from the insertion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient noted the adhesive was no longer secure and as a result the cannula dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia. The patient's blood glucose history is as follows: (B)(6). Pen correction (unknown dose), (B)(6).